Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was reported the patient saw a snake and jumped and has had subsequent pain. Apparent on the x-rays is a femoral stem that appears to not be firmly contacting cortical bone, which is not per the surgical technique. It is unknown what the position of the stem was at the time of implantation. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient jumped and experienced pain ever since. Xray appears to show that implants may be undersized and they have fallen into varus. Reason for revision: loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation.